Event description:
Karl storz endotip was allegedly used in a laparoscopy procedure. Later the pt was admitted to another hosp for massive internal bleeding and found to have hemoperitoneum from a trocar injury.